Event description:
The patient's blood glucose readings remained elevated for 2-3 days in the 400's mg/dl around (B)(6) 2012. On (B)(6) 2012, she was hospitalized after she awoke vomiting and had blood glucose reading over 600 mg/dl. The patient tested positive for large ketones and was diagnosed with borderline dka at the hospital. She received hcp treatment with IV fluid, insulin via syringe, and remained on the subject animas pump. During her hospitalization, her basal rate was increased. The patient's blood glucose came down in the 100's mg/dl and she was discharged on (B)(6) 2012. Since the patient's discharge, her blood glucose remained elevated. Her morning blood glucose reading on the day of the call to animas on (B)(6) 2012 was in the 300's mg/dl. Reportedly, the patient's blood glucose resided to 134 mg/dl the last time it was checked. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. Further investigation into other factors that could contribute to the alleged revealed the patient was eating more protein and snacking more often. In addition, the patient reportedly was not taking any bolus insulin for her snacks. Furthermore, the patient's stress has been increased due to school. The patient basal rate has been increased to compensate for a pattern of elevated blood glucose around 10 am and 7 pm. The patient's mom will follow up with her hcp evaluate the patient's insulin regimen. This complaint is being reported because the patient was hospitalized for hyperglycemia while on insulin pump therapy. It is not clear whether diabetes management, use error, or intentional misuse contributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed the required 29 hour flow accuracy test and was found to be delivering within the specification. A force sensor calibration test showed the pump is not detecting the correct force at (B)(4). The force sensor resistance was found to be in specification.